Manufacturer narrative:
Country of origin: (B)(6).

Event description:
It was reported that there was a failure of a portex® blue line ultra® tracheostomy tube connecting the pilot balloon to the cuff. The point of failure was identified where the inflation tube enters the body of the tube. No damage to the tube incurred. The cuff deflated as a result of the fault, leading to impaired ventilation in the patient. No permanent injury was reported.